Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered inside the cassette door of the liberty select cycler. Fluid was discovered in the pump module area and on the external of the cycler set cassette. The patient reported receiving the m31 air detected in cassette alarm as well as the m75 volume error during fill 1 of 5 and the treatment was cancelled. The patient was advised to allow the cycler to dry overnight before using it again. Upon follow-up the peritoneal dialysis registered nurse (pdrn) stated they were unfamiliar with the reported event. The pdrn stated that the patient has not had any adverse events, serious injuries, or required medical intervention since the reported event date. The pdrn also reviewed the patient's treatment details and confirmed that the patient was able to complete treatment on the night of the event using the cycler. The cycler remains with the patient for continued use without reoccurrence of the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered inside the cassette door of the liberty select cycler. Fluid was discovered in the pump module area and on the external of the cycler set cassette. The patient reported receiving the m31 air detected in cassette alarm as well as the m75 volume error during fill 1 of 5 and the treatment was cancelled. The patient was advised to allow the cycler to dry overnight before using it again. Upon follow-up the peritoneal dialysis registered nurse (pdrn) stated they were unfamiliar with the reported event. The pdrn stated that the patient has not had any adverse events, serious injuries, or required medical intervention since the reported event date. The pdrn also reviewed the patient's treatment details and confirmed that the patient was able to complete treatment on the night of the event using the cycler. The cycler remains with the patient for continued use without reoccurrence of the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.